Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the right ventricular lead had an insulation break. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.